Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in the first week of ilet use experienced recurrent hypoglycemia, with a documented glucose of 62 mg/dl occurring at night on two consecutive days while otherwise in normal ranges and without preceding hyperglycemia, exercise, dosing outside the system, recent target or weight changes, or device alarms. Symptoms included low blood glucose. Outcomes included user self-management with education and troubleshooting provided. Investigation included user interview and review of therapy use, insulin type, recent tubing fill and disconnection, cgm calibration status, meal announcements, and settings. Investigation of this case revealed no device alarms or malfunctions and suggested hypoglycemia of unclear etiology during early adaptation while using humalog, with possible contribution from concurrent cancer medication. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.